Event description:
Equipment gave insufficient light to do the lap cholesystectomy. Physician needed to wait for trouble shooting and then to change out video tower before proceeding with the case. No harm to pt - delay of surgery only.